Event description:
The customer reported that the patient experienced reddening to the skin. The patient was treated with topical cream and the skin healed without further treatment.

Manufacturer narrative:
(B)(4). The customer reported that the patient experienced reddening to the skin. The patient was treated with topical cream and the skin healed without further treatment. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.